Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the distal esophagus during an esophageal varices banding procedure performed on (B)(6) 2025, for the treatment of varices. Prior to the procedure, when pulling the wire using the loop at the handle, to bring the ligating tip up to the distal end of the scope to attach it, it became very difficult to pull the wire. The wire eventually broke. The procedure was completed with another speedband superview super 7. It was noted that there was difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The device was not returned.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire break.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire break. Block h11: the returned speedband superview super 7 was analyzed, and during visual inspection, it was observed that the loop end of the trip wire where it was secured into the handle slot was broken and bent. During functional inspection, it was noted that the handle was able to rotate 180 degrees and the audible click was heard. Additionally, the handle was also able to be correctly attached to a scope. No other problems with the device were noted. The reported event of trip wire break was confirmed. Upon analysis, it was found that the trip wire was broken when the ligator housing was being pulled to the distal end of the scope, and this made the setup difficult to complete. However, during the device analysis, it was seen that the device did not have any condition that would have made the setup difficult during the procedure. Perhaps the way the trip wire was manipulated during the setup did not allow it to smoothly come up while it was being pulled, however, this could not be seen in the analysis as there were not any issues found. The trip wire was most likely broken due to the amount of force applied when trying to pull the ligator housing up. Since it was reported that this process was difficult, it's a possibility that the physician used excessive force to pull the ligator housing, causing the pull wire to become broken and bent. There were difficulties seating the device into the biopsy cap, resulting in excessive force used by the physician. It was reported that once the device was removed at the end of the procedure, it was noticed that a part of the handle had broken off. This is most likely due to the excessive force used by the physician at the beginning of the procedure. Excessive force could have caused the handle check valve to become detached from the handle. Additionally, it was seen during the analysis that the handle had evidence that the check valve was previously welded to the handle. Based on all gathered information, the probable cause selected is adverse event related to procedure. Correction: block b5 (describe event or problem)

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the distal esophagus during an esophageal varices banding procedure performed on (B)(6) 2025, for the treatment of varices. Prior to the procedure, when pulling the wire using the loop at the handle, to bring the ligating tip up to the distal end of the scope to attach it, it became very difficult to pull the wire. The wire eventually broke. The procedure was completed with another speedband superview super 7. It was noted that there was difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.